Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful therefore no further evaluation or root cause analysis could be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'disconnected' message as the yellow level sensor failed. There was no delay, no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.